Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules, granulomas, swelling, hyperaemia and firmness/stiffness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, skin irritation and inflammation: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the bilateral cheeks, prejowl sulcus and jawline as well as juvéderm volbella with lidocaine in the lips line, upper lip volume and phylltrum. Two weeks later, the patient was injected with juvéderm volift with lidocaine in the angularis oris/upper prejowl sulcus and lip volume upper and lower. Six months later, the patient was injected with juvéderm volift with lidocaine in the perioral lines, lip volume, nasolabial and angularis oris. Ten months later the patient was injected with juvéderm volift with lidocaine in the angularis and prejowl sulcus. Four months later the patient was injected with juvéderm voluma with lidocaine in the cheeks as well as juvéderm volift with lidocaine in the lip outline, lip volume, angularis oris and phylltrum. Four month later, the patient developed a late onset of granulomas which initially began on the left side of the angular oris/prejowl and chin. Symptoms progressed to the right side prejowl sulcus. About 2 months after symptom onset, the patient was treated with hyalase on 4 occasions. Patient was later reviewed and the areas of the left prejowl sulcus, right upper prejowl sulcus and left angle mouth continue to reduce. The right lower right prejowl sulcus felt more nodular and there were increased firmness and stiffness in the right medial cheek where the patient had been injected with juvéderm voluma with lidocaine as well as the lip outline and phytlltrum where juvéderm volbella with lidocaine and juvéderm volift with lidocaine were injected. Patient continues to be reviewed and receive treatment with hyalase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2018-00205 ((B)(4)), MDR ID #3005113652-2018-00206 ((B)(4)), MDR ID #3005113652-2018-00262 ((B)(4)), MDR ID #3005113652-2018-00260 ((B)(4)), MDR ID #3005113652-2018-00263 ((B)(4)), and MDR ID #3005113652-2018-00264 ((B)(4)). This MDR is being submitted the 1st injection with juvéderm voluma with lidocaine.